Manufacturer narrative:
Intuitive surgical inc. (Isi) received the remote arm controller (rac) for failure analysis investigation. The unit was analyzed and error 25588 was confirmed could not be reproduced. In log reports, error 25588 was found indicating the fault confirming. The fault occurred in the field. Visual inspection, no issues were found that are related to the reported issue. The unit was installed onto the golden system and completed program no problem so far, continued performance was set to 10 power cycles & sitting idle for 1hrs. After testing 10x cycles once the testing was completed, the system error logs were inspected, but no error could be identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the clinical sales representative reported that the customer experienced error #25588 and decided not to use the system and use a second surgeon side console(ssc). The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer stated the issue was identified before the surgical procedure, right when connecting the console, as it could not boot up properly.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Spare part(s) replaced to rectify fault. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress.